Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed lifted bending section support pin could not be determined, however, the issue was likely the result of degradation due to excessive force, wear and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was observed to exhibit lifted/protruding bending section support pins. There was no patient involvement, and no harm was reported as a result of the event.